Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This lead remains in service and will continued to be monitored via the remote monitoring system. No adverse patient effects were reported.